Manufacturer narrative:
On march 30, 2021, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number:(B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on april 21, 2021. Device evaluation summary: according to the information received, the patient experienced a deflation in the breast implant after doing a lymphatic rerouting massage. The product was returned to mentor for evaluation. Mentor then conducted a visual inspection, leak testing, and microscopic examination of the returned device. During the visual analysis of the returned sample sm mpps dv 800cc no apparent damage or visual anomalies were observed. Leak testing was performed, according to mentor procedure, and it identified two tears on the anterior view, each of them measuring less than 0.1 cm microscopic examination was performed on the edges of both tears, and parallel striations were found in the whole area of the tears. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation and chest injury. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year caucasian female patient who underwent breast reconstruction revision surgery with a 800cc mentor smooth round moderate plus profile saline breast implant experienced right sided deflation post procedure. On an unspecified date, patient had a lymphatic rerouting massage and a month later noticed a change in size. As a result, patient underwent removal and replacement with a like device on (B)(6) 2021.